Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk ICD, implanted: (B)(6) 2009; 1058t competitor lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had a possible header block issue. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.